Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic and motor assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump alarmed motor error. The customer tried to clear the alarm, but the buttons were unresponsive. No further info was provided.